Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No procedural images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for analysis. Gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ve ntricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc). In this case, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic (true) balloon. Upon deflation, the balloon caused the va lve to dislodge. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported, upon deflation, the balloon caused the valve to dislodge. Dislodge events are typically not related to a device malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011984396); product type: 0195-heart valves; product ID gwbc30 (lot: unknown); product type: guidewire;  bard 20mm true balloon (lot: unknown); product type: balloon; implant date na ; explant date na cook 18 french sheath (lot: unknown); product type: sheath; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a previously implanted non-medtronic surgical valve (21mm trifecta), the valve was loaded by a nurse. The load was checked under fluoroscopy and was deemed acceptable. The left subclavian artery was used for access. The delivery catheter system (dcs) was introduced over a confida guidewire through an 18 french non-medtronic (cook) sheath. The valve was positioned at a depth of approximately 4-5mm below the frame of the surgical valve. The depth was considered acceptable and the valve was subsequently released. Following deployment, a mean pressure gradient of 20 millimeters of mercury (mmhg) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic (true) balloon. Upon deflation, the balloon caused the valve to dislodge. A second valve was loaded and checked under fluoroscopy. The second valve was inserted into the patient and deployed deeper than the first one with an acceptable result. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was not performed. The deployment starting point was at the bottom of the non-medtronic (trifecta) surgical valve frame. Prior to dislodgement, the valve was positioned approximately 5 millimeter (mm) below the surgical valve frame. Following deployment, the valve dislodged into the ascending aorta. It was noted that a confida guidewire was used during the procedure.

Manufacturer narrative:
Updated: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.